Event description:
It was reported a breakage of the femoral stem of the rt-plus modular system. Revision surgery was required.

Manufacturer narrative:
Results of investigation: it was reported that a revision surgery was performed secondary to a broken rt-plus femoral stem. The whole rt-plus modular knee was received for investigation. The rt-plus mod stem breakage could be confirmed upon visual inspection. All four splits of the rt-plus mod stem are broken at the distal end. Multiple grooves with typical features associated with drilling were observed along the inner surfaces of the four fractured splits. Evidences of mechanical damage were also observed at multiple sites on the fractured surfaces. When assembled in the right order, the grooves of the four splits fit to each other. This indicates that the splits must still have been connected to the rest of the stem as the mechanical intrusion took place. A fractured analysis revealed that the fracture was caused by overloading. The material of the rt-plus femoral stem meets the specification. However, foreign debris were detected on the fractured surface and along the grooves on the fractured splits. The foreign particles match metal alloys, which are normally used for drilling tools. Fracture analysis and visual inspection do both indicate that the four splits of the rt-plus mod stem were still connected to the stem at the time of the mechanical intrusion and that this intervention caused the breakage. A medical investigation was performed. There was no report of trauma that could have precipitated the break. All documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. No information regarding the patient has been provided. A review of the batch record revealed no deviations from the standard manufacturing process. A review of the complaint history revealed no other complaints for the batch of the rt-plus mod stem. Based on the executed investigation it can be determined that the breakage of the four splits of the rt-plus femoral stem was caused by a mechanical intrusion with some kind of drilling tool. However, based on available information it cannot clearly be identified why this intervention was performed and the root cause stays undetermined. The returned devices will be retained.